Manufacturer narrative:
This device is classified as import for export, therefore 510k is not applicable. Model eg-1690k is available in the USA with a 510k number k131902. The product was returned to pentax medical for repair. Our technician checked the returned unit and confirmed that the image horizontal lines. Based on the result, we concluded that it was caused due to the excessive force applied on the ccd module. In addition, our technician confirmed that the angle wire fluid damage, the insertion flexible tube fluid damage, the segment fluid damage, the control body damage, the right pulley wire fluid damage, the ccd drive pcb fluid damage, the electrical pin connector fluid damage, the lg connector fluid damage, the operation channel (primary) leak, the angulation down angulation decrease, the angulation left angulation decrease, the angulation right angulation decrease, and the angulation up angulation decrease; however, these defects are not the main cause, and/or irrelevant to the alleged complaint. Based on the technical report ""hr-rpt-0586 (image failure)"" and/or the risk analysis results, it was evaluated to submit MDR.

Event description:
The time of event is unknown. There was no report of patient harm. Video image failure.